Event description:
Customer reported that the device powered on/off by itself. There was no pt use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed several fault codes logged in the memory. Physio replaced the therapy pcb and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and found no failures.